Manufacturer narrative:
The device is expected to be evaluated. At the time of this report, the device has not yet been returned. A supplemental report will be submitted to communicate the results of the complaint investigation as well as the device history record review.

Event description:
As reported, during use of this ev1000 platform, the temperature values drifted. The clinician stated that the obtained values did not correlate with the patient¿s condition and a manual digital thermometer. Patient demographics are unable to obtained at this time. There was no allegation of any patient injury or compromise.

Manufacturer narrative:
An ev1000 platform was returned with a volume view cable to our product evaluation laboratory. The ev1000 platform passed all functional testing without any fault found. The volume view cable that was returned with the ev1000 was tested on a cable tester and failed testing. The suspected root cause for the confirmed customer complaint of drifting temperature values is a defective volume view cable as no fault was found with the ev1000 platform. The device history record was reviewed and no related non-conformances were found. There was no record of previous servicing. With any hemodynamic monitoring, hemodynamic readings can change quickly and dramatically. Temperature is one indicator of multiple hemodynamic parameters that is used to base clinical treatment decisions and determine cardiac output. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.